Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing that was infusing integrilin and heparin was found split into two pieces in the patient's bed with blood backing up into the piv and spilling onto the patient's linens and gown. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a ¿split¿ primary set was confirmed. Visual inspection observed that the vinyl tubing from the set was separated from the distal smartsite y-site. Visual inspection under magnification indicated that there was no bonding solvent applied at end of the tubing that was separated from the smartsite y-site. Functional testing was not performed due to the separation. Dimensional analysis found that the tubing was within the required specification. The root cause of the separation was due to no bonding solvent applied at end of the tubing that was separated from the smartsite y-site.